Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will sent to the FDA .

Event description:
Philips received a report from a customer related to a patient heating incident with an intera1.5t mr system. A patient was scanned for an MRI examination of the pelvis. After the examination a second degree injury (blister of 6 cm) was observed on the patient's right upper leg.

Manufacturer narrative:
Based on the provided information there is no indication of a malfunction of the mr system. Padding was used to separate the cable from the patient's skin. The skin reddening and blistering observed on the patient's right upper thigh however can be explained by the close proximity of the electronic box of coil element 2, which was reported to have become too hot to touch. The coil was already replaced for this reason. Further contributing factors observed are: 3 scans on high sar were administered. The patient was covered with sheets/blankets of synthetic fiber (100% microfaser), which may hinder the patient's heat dissipation.